Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator alarmed for high airway pressure. The provided technical logs revealed technical error code indicating a communication error in (B)(6) 2021. The monitoring printed circuit board pcb was found defective. The conclusion was that the reported problem and the generated technical error code were solved by replacing the pcb. No parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for high airway pressure. The patient involvement is unknown. Manufacturer's ref.#: (B)(4).